Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently underway. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that the distal tip of a support catheter detached and remains in the pt. Reportedly, a recanalization catheter was being used to treat a cto in the superficial femoral artery. After several mins of activation, the recanalization catheter was removed as it did not seem to be progressing through the lesion. Upon removal, there was no anomalies noted with the device. After the support catheter was removed, fluoroscopy showed approx 1 cm of the distal tip of the catheter was still present within the cto. According to the physician, the detached component was not limiting blood flow. No further treatment was performed. No report of injury to the pt.